Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device fired an incomplete staple line. They used another reload and fired behind the staple line to complete the procedure. There is no other information or contact. The device was left in the materials area in a bag with very little information. There was no patient consequence reported. The device will be held in risk management.

Manufacturer narrative:
(B)(4) information was not provided by contact. Information unavailable.